Manufacturer narrative:
Upon retrospective review of the MDR, age at time of event was not entered. This MDR is to add the age at time of event is (B)(6) years.

Event description:
The account generated falsely elevated architect ca125 results of 263.5, 270.7, and 289.8 u/ml (ID 1261785) on a female patient. The sample was repeated with results of 84.2 and 84.3 u/ml. The sample was processed again at another lab with architect ca125 of 93.2, 99.0, 75.5 and 63.9 u/ml. No additional patient information was provided. No impact to patient management was reported. The account was using the assay as part of a screening panel.

Manufacturer narrative:
Customer returns were not available for investigation. To investigate the customer concern, customer complaints received to-date were reviewed to determine if others experienced the issue encountered at the customer facility. The review of this data did identify an increase in complaint activity. As a result the assay's performance was evaluated. Three in-house panels with known concentrations of ca 125 analytes were tested with reagent lot 10722m500. All of the materials utilized in testing were stored and maintained at the investigation facility. Each panel replicate was within the respective acceptance ranges, which demonstrates that the assay can accurately detect a known concentration of ca 125. A labeling review was performed and found to be acceptable. The architect ca125 package insert limitations of procedure provides additional information for the customer. Based on this investigation, it was concluded that the architect ca 125 ii assay is performing acceptably. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation in progress.